Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional method code: communication/interviews (4111). D10 ¿ product received on: 05aug2020. Investigation ¿ evaluation : (B)(4) med. Equip. In china informed cook of an incident involving a ultrathane mac-loc locking loop biliary drainage catheter. On 30jun2020 the distributor found the outer packaging of the device to not be sealed. This was discovered at the distribution facility, so the product did not reach any point of use. There was no impact to a patient or end user. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, were conducted during the investigation. The complainant returned one unused ult device to cook for investigation. Physical examination of the returned device showed one unsealed outer pouch was returned. The seal that was missing was the bottom seal. There is no adhesive or evidence the device was ever sealed. The distributor provided images and a video of the complaint device. Both the images and the video show the bottom seal is missing from the outer pouch. Due to the missing seal, the device is out of specification. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks of this device are acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: how supplied: ¿supplied sterilized by (B)(4) in peel-open packages. Intended for one-time use. Sterile is package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot records no related nonconformances. A database search was completed on lot the complaint lot and no additional complaints were found. Complaints on similar products were reviewed and no similar complaints have been received since 2018. Additionally, the calibration history for the sealing equipment shows the equipment was within calibration. Based on this information, cook concluded that sealing equipment did not contribute to the complaint. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, no related non-conformances and no additional complaints from the same lot, it was concluded that there is no evidence that additional nonconforming product exists in house or in field. Findings of this investigation revealed evidence to suggest the device was manufactured out of specification. Based on the information provided, examination of the returned product, and the results of the investigation, the cause traced to a manufacturing and quality control deficiency. The appropriate operator has been retrained and it was confirmed the operator was previously trained prior to manufacturing the complaint lot. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional product codes: lje, gbo. Occupation: unknown. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop biliary drainage catheter was inspected at a distributor. The distributor found the packaging of the device was not sealed. There was no patient involvement and no other adverse effects were reported for this incident.